Event description:
It was reported that a critically ill patient having continuous seizures was being treated with propofol infusing on a spectrum pump and it was noted that the seizures were not being controlled. The physician ordered propofol bolus, increased the dosage and added treatment with keppra and versed (dose not reported). When the pump beeped infusion complete it was observed that the bottle was still full. The tubing was disconnected from "piv and it was under pressure", the intravenous site seemed "sluggish" as medication had not been infusing. The tubing was taken out of the pump and then reloaded and ensured it was infusing. The patient¿s seizures improved with propofol and other doses of medications. Were decreased. No additional information is available

Manufacturer narrative:
Catalogue# was reported as 35700. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the user facility submitted medwatch mw5109917 for this event.